Event description:
It was reported that the patient underwent revision surgery to replace a plate and screws, as the screws were backing out.

Event description:
It was reported that the patient underwent revision surgery to replace a plate and screws, as the screws were backing out.

Manufacturer narrative:
Catalog #: 48811348, lot #: 164097. Gtin #: ( B)(4). Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed by the provided x-ray. A revision surgery occurred and the implants were returned for examination. The visual inspection found the plate to have a broken spring bar and screw shave no anomalies associated. Manufacturing files were reviewed and no anomalies were found. Conclusion: the exact root cause could not determined. The potential root causes include, poor surgical candidate or bone quality, excessive post-op activity by patient (not recommended by surgeon), patient does not follow surgeon instructions, patient over exerts.